Event description:
Reported to FDA/y2k hotline who sent the info to FDA/cdrh and medwatch. They have a gamma camera that needs y2k software update and they cannot get any action from the MFR. There are some legal issues surrounding this case, basically signed documents of both sides agreeing to the conditions of an upgrade. The co changed its mind and decided to set new conditions but still has not provided the upgrade. The device is used for diagnostics in nuclear medicine. They have no other resource for accomplishing this diagnostic. The target for completion of the upgrade was 10/99 per the clearinghouse.